Event description:
A report was received that the patient was explanted due to an infection. The patient's symptoms included oozing at the lumbar incision site. The infection also spread to the pocket site. The physician is unsure of the cause of the infection. The patient was given keflex oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet. Model # sc-1110-02, (B)(4), description: ipg kit (without pull-through tunneler). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.